Event description:
Patient reported that they were worried about the "allergan recall and the risk of acquiring bia-alcl, burning, fever with illness and chills, feel prickling, radial folds inside the devices, irregularity in the right side breast was visible, increased volume, seroma and cutaneous redness".

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and rupture.

Event description:
Patient reported right side ¿a lot of pain in right breast, the pain started 3 months after implanting surgery, but it was a mild pain. After 4 months of implanting surgery, the pain got more intense and now it is too intense.¿ ¿patient had lymphoma in 1997 when patient was (B)(6) years old,¿ ¿had ganglion problems before,¿ and reported they have "gained weight". Later it was reported capsular contracture baker grade IV by the physician. Device remains implanted..

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.7; h.6.